Manufacturer narrative:
A distributor field service engineer (fse) was at the customer site to address the reported issue. The fse cleaned and lubed the bearings and mechanics. The fse verified all functions and performed daily check without any issues. The aia-360 analyzer returned to operation. No further action required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4), from 16apr2018 to aware date 16may2019. No other similar complaints were identified during the search period. The aia-360 operator's manual, section 7-1: list of error messages, states the following: error 4004 - turn table slip. The turn table motor slipped. Turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported issue is attributed to the bearings and mechanics requiring cleaning and lubrication.

Event description:
A customer reported to the distributor getting error message 4004, turn table slip, while operating on the aia-360 analyzer. A distributor field service engineer (fse) was dispatched to address the reported issue, which resulted in delayed reporting of beta-human chorionic gonadotropin (bhcg) and troponin I (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.